Event description:
A customer contacted beckman coulter inc. (Bec) stating that a fluid leak was observed under the reagent probe a in the unicel dxc 600 pro synchron chemistry analyzer. The customer also reported that the instrument was generating chemistry cartridge (cc) reagent syringe motion errors. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the 500 ul syringe, t-valve, and smart module. No further issues were reported by the customer. (B)(4).